Manufacturer narrative:
On (B)(6) 2019, the product investigation was completed. Device investigation summary: the device was visually inspected, and it was found with no apparent damage. No anomalies were observed. The manufacturing records were reviewed, and the manufacturing criteria were met prior to the release of this lot. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This condition has also been associated with device deflation/ rupture, wrinkling and/or displacement of the prosthesis. Capsular contracture may be more common following infection, hematoma, and seroma, and the chance of it happening may increase over time. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: not applicable. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast augmentation revision with a 450cc mentor memorygel breast implant and experienced postoperative bilateral capsular contracture. The left breast had capsular contracture baker grade IV and the right breast had capsular contracture baker grade ii. The diagnosis was confirmed by physician upon examination. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report is for the patient's left-sided device.

Manufacturer narrative:
On (B)(6) 2019, mentor received an update to the events submitted in the initial report. As a result of their diagnosis, the patient underwent bilateral explantation on (B)(6) 2019. The patient later received unspecified replacement devices in a subsequent procedure on (B)(6) 2019. On 10/29/2019, mentor received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: bilateral capsular contracture. Manufacturer's reference number: (B)(4).